Event description:
A user facility¿s registered nurse (rn) reported that a fresenius combiset bloodline leaked from the blood pump segment thirty minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, alarmed appropriately with air in line alarm. A fresenius dialyzer was also in use. The patient¿s estimated blood loss (ebl) was approximately 300ml. There was no patient serious injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The machine was removed from service following the incident. Follow up with the biomedical technician (bmt) revealed that the issue was the result of a defective blood pump rotor. The blood pump rotor was replaced and returned for evaluation. The rga number was not provided.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s registered nurse (rn) reported that a fresenius combiset bloodline leaked from the blood pump segment thirty minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, alarmed appropriately with air in line alarm. A fresenius dialyzer was also in use. The patient¿s estimated blood loss (ebl) was approximately 300ml. There was no patient serious injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The machine was removed from service following the incident. Follow up with the biomedical technician (bmt) revealed that the issue was the result of a defective blood pump rotor. The blood pump rotor was replaced and returned for evaluation. The rga number was not provided.